Event description:
A us distributor reported that a battery had battery/charger faults.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) and battery sn (B)(6) have been completed. The reported problem (battery faults / charger faults) has been confirmed. As received, the batteries were unable to fit securely into the monitor. The cause for the failure was isolated to bent pins in the battery connector for both batteries, causing the fault. The root cause for the bent pins could not be positively identified. There was no adverse event that resulted from the damaged batteries.